Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that since they had fallen their implantable neurostimulator (ins) was depleting in 2-3 days. Impedance testing was performed and found that all impedances were within the normal range. Further interrogation of the ins records found the ins had switched off multiple times without any request from the patient and that these instances would occur on the same day as the patient¿s recharge sessions. No further event information was reported; no complications were reported or anticipated.

Manufacturer narrative:
Correction: please note that sections 'adverse event and/or product problem' and 'type of reportable event' have been updated at this time due to the receipt of additional information. Additionally, patient code (B)(4) no longer applies to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that immediately after the patient experienced a significant fall, they noticed a change in therapy, including intermittent zapping sensations. It was also reported that the battery moved, became difficult to charge, and was noted by the patient to be turning itself off. The patient later reported that they could no longer recharge their battery. Impedance testing was performed but found no issues. X-ray imaging was performed and confirmed the battery had flipped. It was noted that because the patient¿s battery was flipping and moving and because the patient¿s therapy was impacted with a possible fluid short, the physician decided to revise the pocket. It was further noted that since the patient was undergoing chemotherapy for cancer, the doctor felt it was best to replace the battery to avoid having to revise the pocket again if the battery issues were not resolved and a fluid short was the cause. The patient¿s ins was replaced and the issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device was functionally okay, with insignificant anomalies. Please note that method code and result code no longer apply to this report. If information is provided in the future, a supplemental report will be issued.